Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise which was oversensed and led to pacing inhibition for greater than two seconds. Only one stored episode with noise was recorded and the patient experienced no symptoms. Boston scientific technical services (ts) reviewed the episode and discussed the noise appeared to be external. No adverse patient effects were reported.